Manufacturer narrative:
An event of device advancement difficulty, ischemia, vascular dissection, and thrombosis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported device advancement difficulty, ischemia, vascular dissection, and thrombosis could not be conclusively determined. The reported unexpected medical intervention, prolonged hospitalization, and death were due to case-specific circumstances. Following vascular dissection, anti-coagulation medication was provided, and the patient was hospitalized for monitoring. Eventually the patient passed away as a result of ischemia. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 1918;1770. Codes added. Health effect - clinical code: 1942 ischemia.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a severe calcification at the peripheral access site. Femoral access was confirmed. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, there was a significant resistance noted while advancing the introducer sheath and the ds. The valve was able to be implanted successfully with one recapture. Mild paravalvular leak (pvl) was noted with a gradient of 7mmhg. No resistance was felt during retrieval of the ds. At the end of the procedure, it was noted that the patient's access site foot (right) was cyanotic. Vascular team confirmed a diagnosis of iliac dissection and in few minutes the color began to improve. Anit-coagulants were administered, and the patient was monitored. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was stable in normal sinus rhythm. On (B)(6) 2025, the patient was deceased due to ischemia resulting from thrombosis of the left lower limb.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.